Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow block alert. The customer reported blood glucose value of 500+ mg/dl. The customer reported hyperglycemia, hyperglycemia, hypoglycemia, fatigue, nausea, blurred vision, hemorrhage/blood loss/bleeding treated with manual injection/insulin pen, ems/ambulance/ER visit, ems/ambulance/ER visit, ems/ambulance/ER visit, ems/ambulance/ER visit, ems/ambulance/ER visit, no treatment. The event involved product(s) mmt-1884l, mmt-397a, mmt-332a, mmt-7040ma. Troubleshooting was performed (past/resolved event). Issue was resolved. It was unknown that the customer had been using the insulin pump system within 48 hours of the reported high blood glucose event. No further patient complications were reported. The customer would continue to use of the devices, no product return is required for mmt-1884l. No product return is required for mmt-397a. No product return is required for mmt-332a. No product return is required for mmt-7040ma.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: what led up to the high event was an insulin flow block alarm that had resolved. Customer felt sick/unwell, was tired/weak, and had altered vision/vision changes. There was no nausea. There was no hypoglycemia. Customer treated the high with manual injections and emergency room visit. Customer also reported that when he was inserting the set, it would bleed and cause bruising, so he ran out of sets. Customer did not receive medical treatment as a result of the site issue. Insulin flow block was a past event. Troubleshooting was done for the site issue. Customer declined further troubleshooting for the high. It was unknown if smartguard was used. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.